Event description:
It is reported that the patient was revised due to pain and minor corrosion on the head during the revision.

Manufacturer narrative:
Evaluation summary: potential mechanisms for corrosion include galvanic corrosion due to dissimilar metals, and fretting corrosion as a result of micromotion between metal surfaces in contact in a corrosive environment. Given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.